Manufacturer narrative:
(B)(4). Concomitant medical products - oss tibial bearing # 150493 lot # 305750 , oss yoke # 150493 lot # 305750, oss locking pin # 150478 lot # 576780, oss axle, catalog#: 150480, lot#: 555770, oss interlok im stem with screw # 150358 lot # 577530, oss segmental femoral component # 150354 lot # 385330, oss tibial bushing # 150476 lot # 588380, oss diaphyseal segment with screws porous plasma # 150466 lot # 517330, oss im stem with screw # 150365 lot # 689710, oss femoral bushings set # 150477 lot # 772490, palacos r+g pro # 66044274 lot # b107, femoral bone cement preparation kit # 00504905510 lot # 63394447. (B)(6). Reported event was confirmed by review of x-rays provided, however instability could not be confirmed. Per the x-ray review report, radiolucency along the femoral stem, tibial component radiolucency along the proximal hardware bone cement interface, soft tissue fullness within the joint space suggesting possible effusion, appearance of varus angulation of the knee, and indication of bearing loosening were noted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09815, 0001825034-2017-09814, 0001825034-2017-10044, 0001825034-2018-01905, 0001825034-2018-01906.

Event description:
It was reported that patient was indicated for a revision procedure due to extensor mechanism insufficiency and instability due to hyperextension. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided, however instability could not be confirmed. Per the x-ray review report, radiolucency along the femoral stem, tibial component radiolucency along the proximal hardware bone cement interface, soft tissue fullness within the joint space suggesting possible effusion, and appearance of varus angulation of the knee. Root cause remains unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.